Event description:
The customer reported in the medwatch: "at 06:20, cvvhd machine stopped working and shows "pump malfunction". Rn tried to troubleshoot and continued with treatment. At 06:40, same message showed up and rn stopped treatment according to instruction on screen and called dialysis rn. The machine was removed from service right away. No delay in treatment or any harm to the pt."